Manufacturer narrative:
This report is for an unknown mono/polyaxial screws: uss/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a posterior spinal fusion that had an l-3 ilium posterior spinal fusion with synthes uss which was implanted on (B)(6) 2016. On an unknown date, the patient had an adjacent level disc disease and stenosis above the fusion at l-2 and l-3. The patient also broke the right iliac screw on an unknown date. During the revision procedure, the surgeon removed both of the rods. He then removed both iliac screws and said that he would not replace them and felt that the patient did not need the iliac screws. The broken part of the right iliac screw remains in the patient. He then tested to see if any of the screws from l3-s1 were loose. There were two (2) loose screws that were replaced. He replaced two (2) screws and replaced them with larger diameter uss screws. The location and size of these screws is unknown. The surgeon then placed new screws at l2. He then did the decompression of the level above the previous fusion at l2-l3. He then placed new rods and connected them to the screws. The surgery was completed successfully without any issues. Patient was stable after the procedure. This report is for one (1) 7.0mm ti side-opening iliac screw 90mm. This is report 2 of 7 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5: corrected name of the impacted product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown mono/polyaxial screws: uss.